Event description:
The customer reported via phone call that the insulin pump alarmed button error without pressing any button. The customer's blood glucose was unknown. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corners, minor scratched, cracked display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.